Event description:
It was reported an error message "speaker malfunction" was present and no audible tone from device. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of the evaluation could not confirm the customer's alleged malfunction. The speaker produced audible sound. Based on the information available and the testing conducted, the cause of the reported problem was not confirmed. The reported problem was not confirmed. Although the speaker was confirmed to have sound, the speaker assembly was replaced per current process. The investigation concludes that no further action is required at this time. The investigation concludes that no further action is required.